Event description:
It was reported that prior to use with bd vacutainer® k3e 3.6mg plus blood collection tubes the sterility of product is affected as the cap was not secure in tube. The following information was provided by the initial reporter, translated from japanese to english: the customer found a tube with an open cap.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. However, 100 retained samples were taken and visually inspected, and no open caps were found during the inspection. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.